Event description:
It was reported that this lead was explanted due to it was exhibiting high pacing thresholds and under sensing. It was confirmed that the lead was micro dislodged. A new right atrial (ra) lead was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this lead was explanted due to it was exhibiting high pacing thresholds and under sensing. It was confirmed a micro dislodgement. A new right atrial (ra) lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
**UDI related data quality updates only** this report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.